Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement (updated h6).

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked right plunger case. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced main board, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited backup audible alarm failure. No adverse effects were reported.